Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was in backup vvi mode. Programming changes were made to resolve the backup vvi mode. No patient consequences were reported.